Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom dysfunctional keypad, determined to be caused by a failed keypad. The evaluation determined that the #2, 3, 4, 5, 6, 7, 8, 9, and (.) Keys were inoperable, caused by a stuck #0 key due to external influence. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate the issue.

Event description:
It was reported that a spectrum infusion pump has a dysfunctional keypad, discovered in the med surge care area. It was also reported that there was no patient injury.